Event description:
It was reported that during a lobectomy the device would not open. The surgeon opened the device manually by pulling the closing lever. He found that the staples were malformed. The surgeon put overstitches to close the tissue. There were no patient consequences.